Event description:
On (B)(6) 2010, the patient reported that as much as 50% of his insulin infusion device screen is illegible at times. He stated, he wears his device in a pouch, but does not have this issue when he does not use the pouch. There are no cracks on the display and he is cleaning his device with a paper towel. On follow up on (B)(6) 2010, he stated that part of the display screen gets a "dark or blotchy pattern" on it at times. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.